Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was at home when she experienced current limit and control fault alarms. The system controller was then changed; however, the alarms continued. The patient was brought into the hospital and continued to have random yellow wrench alarms. Waveforms were evaluated and it was noted that the lvad was drawing current from the pump and that there were possibly bearing issues. The vad coordinator suspected fluid ingress, and as a result, a decision was made to replace the lvad with the manufacturer's clinical trial lvad. The patient remains ongoing with the manufacturer's clinical trial lvad.